Event description:
I has this done back in (B)(6) of 2013 since then I'm in a lot of pain constantly can't play with my kids like I used to and I bleed non stop. I haven't stopped bleeding since I had the essure procedure done. This needs to be taken off the market. I'm going back to doctor tomorrow to see if it's done any major damage to my uterus or tubes but this isn't doing its job. It's uncomfortable and I stay in pain 20 out of the 24 hours in a day. I wake up with sharp, stinging, stabbing pains in my stomach and vagina area. I can't handle this anymore and don't want to see anyone else suffer like I am.